Manufacturer narrative:
Additional information was added. The lot was manufactured from august 04, 2018 - august 05, 2018. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no leak was observed on the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "four or five" (4 or 5) 5000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leak was discovered during filling. There was no patient involvement. No additional information is available.